Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return but the device has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: 1. Section d. Box 10: device available for evaluation? (Do not send to FDA) 2. Section h. Box 3: device returned to manufacturer)? 3. Section h. Box 3: device evaluated by manufacturer? The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the iliolumbar artery using packing coil lps, a lantern delivery microcatheter (lantern), and a non-penumbra 0.038 catheter. During the procedure, a packing coil lp would not fully advance into the target vessel. The physician made multiple attempts to advance and retract the packing coil lp in the lantern. The physician experienced resistance and decided to remove the packing coil lp. While recapturing the packing coil lp, the packing coil lp was noticed to have unintentionally detached in the lantern under fluoroscopy. The lantern was then pulled out with a syringe pulling negative pressure. Subsequently, the packing coil lp was stuck in the non-penumbra catheter, and the physician removed the catheter. However, the packing coil lp was sticking out of the sheath. Therefore, the physician gently pulled the distal end of packing coil lp that was sticking out and removed the packing coil lp. The physician ended the procedure and took a final angiogram. At this point, the physician decided they were finished with the procedure. There was no report of an adverse effect to the patient.